Manufacturer narrative:
Issue is being investigated by the manufacturer.

Event description:
Manufacturer's reference numbe: (B)(4).

Event description:
Manufacturer's reference numbe: (B)(4).

Manufacturer narrative:
Issue is being investigated by the manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights. As it was stated, there was abnormal movement noticed on the spring arm which was result of the loosening of the screws fixing the cover, and also in the detachment of some screw and caps. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling during procedure or into sterile field may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as loose screws led to technical deficiency and it contributed to incident. In the time when the event occurred the device was being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. The most likely root cause appears to be incorrect tightening of covers side screws during assembly or maintenance. To prevent any similar incident it is recommended to securely tighten the screw covers and perform visual inspection during maintenance as instructed in the user manual. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturer. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights. As it was stated, screws and caps were broken off. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling during procedure or into sterile field may lead to contamination.